Event description:
It was reported that the patient was seen at the clinic on (B)(6) 2026. According to the clinic notes, the patient appeared compensated, near euvolemic with some increased edema. The patient was taking prn torsemide to treat the edema and weight gain and also underwent iron infusions for iron deficiency anemia. It was later communicated that the device operated as expected and was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.